Event description:
Related manufacturer number: 2017865-2022-14874. During an in clinic follow-up, the device was unable to be interrogated via inductive telemetry. A telemetry test was performed and the device was still unable to communicate with inductive telemetry. Additionally, oversensing was observed on the right atrial (ra) lead. A device and lead replacement procedure are anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right atrial lead was tested via a pacing system analyzer during the device replacement procedure and the measurements appeared normal. No additional intervention was performed and the lead remained implanted. The patient was in stable condition.